Event description:
Boston scientific received information that this right atrial lead was found to have dislodged. The following day after implant, the ra lead showed erratic pacing thus a chest x-ray was taken. It was then determined that the lead fell into the ventricle. The physician repositioned the lead successfully. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.